Event description:
Pt reports a malfunction with her ms3 pump, sn # (B)(4). She said it showed a blockage, but there was no blockage. She changed to her back up pump. She said the malfunctioning pump went blank then and did not work at all anymore. Sending a replacement pump and return box. No further info known. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced device. Dates of use: from (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.